Manufacturer narrative:
A spacelabs product support specialist (pss) remoted into the customer's telemetry system and found that all channels were online and operating properly. While troubleshooting the reported issue, the pss found that the d-link fiber connection in the third floor network closet was not active. The pss shared the investigation findings with the biomedical engineer, who traced the issue and identified a faulty fiber cable. The biomedical engineer replaced the cable to restore the d-link connection. The reported issue was caused by a faulty fiber cable.

Event description:
Spacelabs healthcare was notified that several beds connected to the xhibit telemetry receiver (xtr) system in the third floor orthopedic department dropped offline unexpectedly at around 5:00am. There is no patient or user harm reported with this event.